Event description:
Related manufacturing reference number: 2017865-2023-94656. Related manufacturing reference number: 2017865-2023-94657. It was reported that the patient's pulse generator had migrated down and consequently caused the patient's both right ventricular (rv) lead and right atrial (ra) lead to be dislodged, had failed to capture and had unspecified sensing issues. The rv lead was explanted and replaced. During the rv lead replacement procedure, it was also reported that the helix of the rv lead had failed to extend. Meanwhile, the pulse generator and the ra lead were repositioned. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.